Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented following an epileptic attack. The patient was given medicine (vimpat) for the attack. After the medicine was provided, a heart rate of 30 bpm was observed on the electrocardiogram. Pacing spikes were present, but there was no capture. Two days later, the threshold testing on the left ventricular (lv) lead and competitor right ventricular (rv) lead were appropriate and stable. No noise was observed with arm movements, pocket stimulation, or deep breathing. It was observed that there was an increase in impedance measurements on the competitor rv lead from 500 ohms to 1,000 ohms. A similar increase in impedance measurements was observed on the lv lead. As a result, the lv configuration was reprogrammed and all parameters were appropriate. Boston scientific technical services (ts) reviewed the available data and confirmed the device was operating properly. No additional adverse patient effects were reported.